Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was in safety mode operation. Additionally, it was noted that there was phrenic nerve stimulation from the left ventricular (lv) lead. It was also noted that there was chronic stimulation from the right ventricular (rv) lead. The stimulation felt by the patient in both leads were caused by the increased outputs from the device's safety mode. Additionally, the patient reported not feeling well and feeling jolts. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was in safety mode operation. Additionally, it was noted that there was phrenic nerve stimulation from the left ventricular (lv) lead. It was also noted that there was chronic stimulation from the right ventricular (rv) lead. The stimulation felt by the patient in both leads were caused by the increased outputs from the device's safety mode. Additionally, the patient reported not feeling well. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.